Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was set to high field settings and auto-capture mode. When device is set to auto settings the device may change its output based on pacing requirements which will change the estimated longevity. Further electrical and mechanical analysis did not find any anomaly and battery voltage was at eol. Longevity assessment was performed, and device was found to have exceeded the estimated longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the crtp battery depleted from about 3 years to less than a year between yearly checks. Midlife overestimation of battery was suspected. The device was explanted and replaced. The patient was stable.